Event description:
Maude event report no. Mw5032397 is received. This report is for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Product code changed to hxx. Placeholder.